Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that when they looked into the lens, there is bad picture; not enough lights and there is no focus so they could barely see through the endoscope. It is unknown when this event occurred or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. Product was changed out.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 16, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected. It was discovered that there were large cracks within the internal lens system which resulted in no focus or no image. Additionally, the rod was bent near the handle eye-piece. The issue may have been caused by the product being either dropped or inadvertently struck by an object or the exertion of excessive force on the endoscope shaft which could lead to the alteration of the internal lens system. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.